Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the lead was capped and replaced.